Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between 2/10/2016 and 1/7/2019. (B)(4). Device evaluation: the product was returned to the manufacturing site for evaluation. The product is inspected by a qualified inspector using a microscope with a 12x magnification. It can be seen that the lens is contaminated, dust particles are present. This is expected as the lens was transported from controlled environment during manufacturing to a non-sterile, non-environmental controlled area. No other anomalies were found. Manufacturing record review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specifications. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that tecnis multifocal intraocular lens (model zlb00 +17.0 diopter) was explanted from patient¿s left eye in a secondary procedure because of patient experiencing dysphotopsia. Reportedly lens from another manufacturer was used as replacement lens for the patient. There was incision enlargement, vitrectomy performed during the procedure. Sutures were used. There was no other medical intervention required. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.